Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) cardiac compass had invalid data. It was noted that the coordinated universal time (utc) offset caused the invalid data. The device remains in use. No patient complications have been reported as a result of this event.